Event description:
It was reported that the arctic sun device reported as stopping during treatment, not stabilizing patient temperature. Per follow up information received via mail on 23jan2026, won¿t know about repair till it arrives. Patient completed therapy on alternative device. No impact to patient due to use of these devices. Per sample evaluation results on 03mar2026, brittle fill tube found during the evaluation of wo.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. Mixing pump was replaced. Brittle fill tube was found. Device underwent pm procedure. Fill tube was replaced. Circulation pump, heater, drain valves, and coin cell were replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. No additional actions can be taken at this time. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device reported as stopping during treatment, not stabilizing patient temperature.